Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, pseudotumor, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The cup remains implanted.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, pseudotumor, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted reason for revision was pain, metallosis and pseudotumor. It was also noted that the patient had had multiple revisions of the left hip in the past. Operative report further noted greenish yellow cloudy fluid, pseudotumor over the greater trochanter, and metallosis. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04859 / 04860).